Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with a set screw and screw having transforaminal lumbar interbody fusion (tlif) using voyager with capped rod. It was reported that the set screw that wouldn¿t engage with the screw and the set screw would not break off. There was added 30 mins to this case. The screw was replaced and had to be hand-tightened down with the cap. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #(B)(4): part # 55850016555, lot # h5856471 visual inspection revealed minor damage to the inner threads of the screw. Damage is consistent with cross-threading of another screw into it. Functional test revealed no findings, part functions as intended. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.